Event description:
The following has been reported: error 18 power supply board defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.